Event description:
It was reported that the patient presented with a catastrophic stroke and a decision was made to turn off the device. The process of turning off the heartmate 3 was discussed with the physician.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was diagnosed with hemorrhagic stroke. Computed tomography and angiography (cta) of the head was performed. The patient was maintained on warfarin. The patient experienced symptoms of weakness and decreased level of consciousness. The patient passed away on (B)(6) 2025. Reports of echocardiogram and device interrogation at outside hospital suggest the pump operated as expected.